Manufacturer narrative:
MDR report 2518422-2021-08104 was inadvertently filed as a product malfuntion; therefore, this correction is being filed to reflect that there is patient harm associated with this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have broken knee, nose and ankle due to dizziness and falling. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap auto biflex device's sound abatement foam. The manufacturer received information alleged difficulty breathing. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was able to confirm that the device powers up and provides airflow using a known good power supply to the external part of the device. The internal aspect of the device was inspected pil observed dirt/dust contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, blower box, blower, blower outlet seal, control dial, keypad, p4 power connector. Unknown contaminate on inside of the ui panel. Possible slight corrosion on p4 power connector. Liquid ingress with mineral deposits were observed on the blower and p4 power connector. Inv1023 addresses the issue of liquid ingress. A contaminate consistent with keratin was observed on the blower box. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was visible foam degradation.

Manufacturer narrative:
In the previous report, in section h6 health effect - impact code wrongly captured and it was corrected and other codes are updated. In the previous report, in section h10 wrongly captured and it is corrected in this report. The corrected h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged had broken knee, nose and ankle due to dizziness and falling. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed dirt/dust contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, blower box, blower, blower outlet seal, control dial, keypad, p4 power connector. Unknown contaminate on inside of the ui panel. Possible slight corrosion on p4 power connector. Liquid ingress with mineral deposits were observed on the blower and p4 power connector. A contaminate consistent with keratin was observed on the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.